Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the power drive device had ¿dropouts.¿ it was determined that the motor seized, was running rough and defective. It was further determined during the pre-repair diagnostics assessment that the device failed for the function of hand piece, function test, immediate stop and power with test bench. It was noted that the device had unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.